Manufacturer narrative:
Arjo was notified about an event with involvement of carendo shower chair which occurred approximately 5 years ago (exact date of event unknown). It was reported that the resident's genitals got caught between the carendo and the toilet, when the device was moved away from the toilet prior to raising. According to the collected information, the event occurred because the new staff were not aware that the carendo was set too low for the toilet. The gap between the device and toilet was small enough to trap body parts before adjusting the height first. This event resulted in an injury to the resident's genital area. It was noticed that the resident stopped eating and was sleeping a lot after the event. The facility personnel discovered the reason of patient¿s condition after the event (entrapment was not noticed). The involved resident was non-verbal. As the resident was in pain and stopped eating, this caused further problems resulting in need of hospitalization. The involved device has been replaced with a new unit since the event occurred. Arjo was notified about the event with a significant delay and did not evaluate the unit after the event. According to the customer, the device was functioning as required prior and after the incident. Carendo is to be used in accordance with safety instructions included in the instructions for use (IFU). The carendo must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the IFU guidelines. The carendo instructions for use include safety information related to the risk of entrapment reported in the investigated incident: ¿to avoid entrapment or pinching of genitals, make sure there is enough clearance during movement over the tub edge, toilet, bedpan or other furniture.¿ ¿to avoid entrapment or pinching of genitals and skin, always use the seat cushion.¿ based on the collected information this event could be a result of not following the instructions or insufficient training. In summary, the carendo shower chair was used, when the event occurred and therefore was involved in the incident. The device was not evaluated by the arjo representative, but the customer did not observe any malfunction. This complaint was decided to be reported to the regulatory authorities due to indication of the patient entrapment and an injury occurrence, which led to a need of hospitalization. Please note that 3 other incidents related to the same patient were reported under the following manufacturer report numbers: 3007420694-2020-00181, 3007420694-2020-00182, 3007420694-2020-00183.

Manufacturer narrative:
The involved device has been replaced with new unit since the event occurred. Arjo was notified about the event with a significant delay and did not evaluate the unit after the event. According to the customer, the device was functioning as required at this time. The investigation is on-going and further information will be provided in the next report. Device not available.

Event description:
Arjo was notified about an event with involvement of carendo shower chair which occurred approximately 5 years ago (exact date unknown). It was reported that the resident's genitals got caught between the carendo and the toilet. According to the collected information this occurred because the new staff were not aware that the carendo was set too low for the toilet. The gap between the device and toilet was small enough to trap body parts before adjusting the height first. This event resulted in the injury to the resident's genital area. It was noticed that the resident stopped eating and was sleeping a lot after the event. The facility personnel was aware of the patient condition, but the reason was discovered after the event (entrapment not noticed). The involved resident was non-verbal. The resident was hospitalized after the incident.